Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy, after putting the stapler into the patient, when the surgeon tried opening the reload, the jaw of the device remained closed. The device was then taken out of the patient, and was tried to be open again, however the device could only be opened by putting the surgeon's hands on the jaws of the device and manually opening it. The black knob did not allow the surgeon to open the jaws. Another reload was used with the same handle to resolve the issue. There was no patient injury.